Manufacturer narrative:
Initial reporter occupation: patient/consumer. The test strips were requested for investigation but will not be sent. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant inr results with coaguchek inrange meter serial number (B)(4) compared to an unknown laboratory method. The result from the laboratory was 2.6 inr. The meter result within 3 hours was 3.5 inr. The customer has a therapeutic range of 3.0-4.0 inr.